Event description:
It was reported that the patient had a burning and warm sensation in or around the implantable neurostimulator pocket during recharging for the past two to three weeks. It was stated that the battery that was in their hip was getting really hot and was "burning their skin where their battery was at." The patient could not charge over a half because it was too hot. The implantable neurostimulator site was red and it took a couple of days to clear up before she charges again. It was noted that the patient did charge directly on the skin. The patient did not recall seeing the ¿temp sensor screens.¿ no patient falls or trauma was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 377745, lot# n0030266, implanted: (B)(6) 2005, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: neu_unknown, product type: unknown. (B)(4).